Event description:
Related manufacturer reference number: 2017865-2022-13972, 2017865-2022-13973. It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise oversensing was noted on the right atrial lead, right ventricular lead and left ventricular lead. The leads were explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.